Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd intima-ii closed IV catheter systems experienced leakage at adapter and tubing and defective/damaged tubing. The following information was provided by the initial reporter: in the process of using the product, the user found two product had problems. The first product was found to have broken at the extension tube on the second day of infusion, leading to blood leakage. The second product was found to leak at the extension tube after connecting to the infusion set.

Manufacturer narrative:
The following information has been updated/corrected: a.2. Age at time of event: 12 a.2. Age unit: years a.2. Date of birth: only the patient's age was provided therefore a default date of birth has been listed a.3. Sex: male h3 other text : see h10.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced leakage at adapter and tubing and defective/damaged tubing. The following information was provided by the initial reporter: in the process of using the product, the user found two product had problems. The first product was found to have broken at the extension tube on the second day of infusion, leading to blood leakage. The second product was found to leak at the extension tube after connecting to the infusion set

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 12/6/2020. H6. Investigation: a device history review was conducted for lot number 0111299. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted by for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced leakage at adapter and tubing and defective/damaged tubing. The following information was provided by the initial reporter: in the process of using the product, the user found two product had problems. The first product was found to have broken at the extension tube on the second day of infusion, leading to blood leakage. The second product was found to leak at the extension tube after connecting to the infusion set.